Event description:
Complainant alleged that while attempting to defibrillate pt the device delivered a 200 joule shock on the first attempt but would not allow further analysis. The device displayed a "noisy ECG" message when the user attempted to analyze the pt rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt and got the same results. Complainant indicated that the first shock converted the pt from v-fib to asystole. Complainant indicated that the pt subsequently expired. The electrodes used during the event were discarded.